Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting decreased impedance and sensing measurements and loss of capture despite maximum device outputs. Lead dislodgement was confirmed via x-ray. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.